Manufacturer narrative:
Unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
End user sent letter stating that the external batteries are not functioning correctly and that he was turning blue and gasping for air.

Manufacturer narrative:
Unit was returned for evaluation. The adverse event form described a letter in which the customer complained about the short battery run time of the unit's external batteries, however the external batteries were not provided for testing. Only the freestyle 5 portable concentrator, along with other accessories unrelated to the customer complaint, were sent to the caire testing facility. Therefore only the condition and the functionality of the freestyle 5 concentrator could be evaluated. Visual inspections and functional tests showed that the freestyle 5 portable concentrator test unit is undamaged and it operates within its functional specifications. The battery duration tests demonstrated that the test unit's internal battery functions satisfactorily and does not show any signs of malfunction. No abnormal behaviors or alarms were observed while testing the concentrator unit.